Event description:
It was reported by the customer that while trying to upload an electronic code from the device, it would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that there was a short on the vl_fil line of the system/memory pcb, which caused transistors, designators q501 and q136, to burn. The cause of the reported failure was determined to be due to a short on the vl_fil line of the system/memory pcb; however, further component root cause could not be determined.